Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
The customer reported that insulin from the reservoir leaked into the reservoir chamber. The blood glucose reading was 300mg/dl. No further information was provided.